Manufacturer narrative:
The broken instrument reported was likely the result of years of surgical use under rigorous impact loading conditions, which resulted in a fractured latch pin subcomponent. The design has been updated.

Event description:
It was reported that the springs on the locking mechanism of the broach handle have broken. This has happened over time by heavy strikes with the mallet and careless behavior in central sterile. The springs and locking mechanisms are damaged on the handles. No other information provided.